Event description:
It was reported that customer had passed away on (B)(6) 2014. Customer's death was sudden and unexplained and police have taken insulin pump as a result. It was reported that customer still had several boxes of infusion sets and reservoirs. Caller was advised to hold on to items until requested. It was also reported that customer had diabetic ketoacidosis for the last few months before death along with other illness associated with diabetes. Toxicology report was sent off, but request had been made for assistance regarding usage of the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.